Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional pt/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the securement device remains adheres for only 3 hrs on the skin of pts. No pt consequences were reported as a result of this event.